Event description:
It was reported that the 2800 system had a collimator error message. Also the table would not move properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The collimator was replaced and adjusted during the service call. The system was tested and found to be working as intended and put back into service.